Event description:
It was reported that the patient had breathing difficulties after implantable cardioverter defibrillator (ICD) system implant while still in the operating room. The patient was taken to xray and died there. An autopsy will be scheduled. No issues with implant were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 6947m62 implantable tachy lead, implanted: (B)(6) 2013; 457453 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).